Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge service territory manager (stm) that encountered the issue during preventative maintenance (pm), installed a new temperature probe on the compressor to resolve the issue. The stm reran the compressor output test and the temperature readings were steady. The stm completed full pm and the iabp passed all functional tests and safety checks to factory specification. The unit was cleared for clinical use and it was returned to customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), that the compressor motor temperature of the cardiosave intra-aortic balloon pump (iabp) was intermittently not reading during the compressor output test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), that the compressor motor temperature of the cardiosave intra-aortic balloon pump (iabp) was intermittently not reading during the compressor output test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.